Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure the device would not open during use. Another device was opened to continue the procedure. There was no patient harm. There was no additional tissue resection or tissue damage. There was no bleeding.